Event description:
It was reported to philips that the system's shutters were not working, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while the system was in clinical use for a planned/non-emergency coronary treatment. The procedure was completed as planned by restarting the system. There was no harm reported to philips. Review of system log file showed that the collimator driver linear x shutter area was not available, triggering a warning message ¿shutters unavailable, exposures possibly outside detection area¿. This confirms the malfunction, which was caused by the x shutter's failure. The philips remote service engineer (rse) in contact with the customer found that the aperture errors have occurred several times and stated that the aperture errors are intermittent issue. However, the issue reoccurred and fse replaced the collimator in another work order. After which, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.